Event description:
Boston scientific crm received info that during a routine device replacement procedure, the pt exhibited cardiorespiratory arrest after placement of this pace/sense lead and expired. It was further reported, the pt had a medical history of breast cancer and the health care provider did not allege the bsc product caused or contributed to the pt's death. No product(s) are anticipated to be returned for lab analysis.

Manufacturer narrative:
If new details are received, the event will be reopened and updated. At this time, no additional info is known.